Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. A 3.50 x 24mm synergy ii stent was advanced but failed to reach the lesion. A guide extension catheter was used but still, the device was unable to cross. The device was removed and it was noted that a strut on the proximal part of the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.